Event description:
Potential for injury associated with an irc5p concentrator shutting down suddenly. It is unknown if the unit alarmed to warn the user to switch to an alternative source of oxygen. This is not a life-sustaining device.